Event description:
Paramedics responded to a person described as in cardiac arrest. According to the reporter, the device lost power following two administered countershocks and would not power up with the backup batteries. A backup defibrillator was immediately called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.